Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03307. Related manufacturer reference number: 1627487-2019-09840. It was reported the patient experienced a loss of therapy following a sudden turn of their head. X-ray imaging confirmed lead migration. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the system was explanted and replaced. Issue resolved.